Manufacturer narrative:
(B)(4).

Event description:
Impedances >4,000 ohms were reported on some bipolar pairs. The battery voltage was noted to be at 2.52v. An unk medical or therapy issue was reported, however, details were not provided. A power on reset (por) condition occurred after the pt had the neurostimulator turned off for about 16 months during pregnancy. It was noted that the pt had a colectomy performed in (B)(6) 2011. The pt attempted to turn the neurostimulator on prior to that time, but it would not turn on. The por was cleared with a clinician programmer. Additional info has been requested but was not available as of the date of this report.